Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02049.it was reported the patient has finished the antibiotics, the infection has resolved and the patient was released from the hospital.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02051. It was reported the patient's trial leads were explanted one day early. The patient presented at the emergency room the following day due to flu-like symptoms. Patient was diagnosed with meningitis and was hospitalized. The patient has been discharged and was prescribed antibiotics; however the date of discharge and the current state of the patient is unknown at this time.

Manufacturer narrative:
Device 1 of 2. Reference MFR report #1627487-2016-02049.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02049.